Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the patient gained and lost a lot of weight. The pocket around the pump was not tight around the pump. The pump floated and moved around and made it difficult to do a refill. A new pocket was going to be made and the use of a pouch was to be used in hopes of stabilizing the pump, making it easier for refills. No surgery date was provided at the time of this report. Outcome information was not available at the time of this report. If additional information is received, a follow-up report will be sent.